Event description:
Customer reported a malfunction alarm after the pump was dropped, causing a repeated error identified as malf 9. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, instructed the customer to use multiple daily injections (mdi) as backup therapy, and provided guidance on returning the faulty pump. Customer was informed about the procedure upon receiving the replacement, including storage mode instructions, and was sent a replacement pump.